Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During surgery, after reaming with the 7mm tapered reamer, a 7mm reduced femoral stem was inserted and could not be fully seated to calcar level. The surgeon tried re-reaming, however, the trial femoral stem remained 3mm proud. A 7mm reduced/standard offset was opened but it counter sank 3-4mm. It was removed and an 8mm reduced femoral stem was opened and inserted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The returned femoral stem was evaluated and was found to have been manufactured within specifications. The visual examination and profile of the stem per overlay as well as anterior/posterior section dimensions were checked and found to be within print specifications.